Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to stroke. The patient had an acute intraparenchymal hemorrhage/subdural hemorrhage/intraventricular hemorrhage. There were no changes to patient condition or anticoagulation status that may have contributed. A head computed tomography scan was performed. The patient had a syncopal episode and fell. The patient had acute worsening of his symptoms and an increasing oxygen requirement with chest x-rays consistent with aspiration pneumonia. The patient was transitioned to do not resuscitate comfort care on (B)(6) 2020 and was pronounced dead at 03:05 on (B)(6) 2020. The patient's wife was present at the bedside. The death was not considered to be device related. The device operated as expected. The device will not be returned for evaluation. There will be no autopsy.

Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Section a5b, h4: corrected data. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. There is no product available for evaluation. The heartmate 3 lvas IFU lists stroke, bleeding, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing this event.